Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date with competitor products. A revision procedure was performed on (B)(6) 2012 and a biomet total knee was implanted. On (B)(6) 2014, the patient underwent a bearing exchange, as well as irrigation and debridement due to infection. Another bearing and locking bar were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late post-operative infection and allergic reaction.¿ initial reporter phone: (B)(6).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found the product to be non-conforming. Review of the device confirmed the reported condition. Product likely failed as it was not heat treated to specification. Corrective action has been initiated to address the reported issue.